Event description:
Customer reported that the instrument missed some digits on the pt ID barcode scan when the results were sent to the data management software (rapidcomm). There was no report of injury for this event.

Manufacturer narrative:
The customer has been instructed to program a sample label in the barcode set up using the pt ID configuration. The instrument is operating as intended.